Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. Fluoroscopy confirmed the arteriotomy to be in the common femoral artery. It was reported that the device was inserted with "some resistance, but no more than normal." The physician had difficulty getting pulsatile flow and mark was not achieved. He attempted to remove the device and was unsuccessful. Fluoroscopy was used to visualize the cause of the difficulty and the device was noted to have broken between the proximal and distal guides. The pt was transferred to surgery for device removal. The surgeon reported that there was "a very hard plaque burden in the back of artery at the area of the arteriotomy." An endarterectomy was performed and the vessel was sutured for closure. The pt was discharged home the following day without adverse effects. Though requested, no additional information was provided.